Manufacturer narrative:
We have received the unit for evaluation, but more time is needed to complete the investigation.

Event description:
Customer reported that centralized monitoring was down on acuity system (B) (4). The customer indicated that the system was running fine, but no pts were connecting. Customer biomed later called back to indicate that ups (uninterruptible power supply) had failed in a network closet, resulting in a loss of power to three network closets, resulting in a loss of power to three network switches. When the network switches became unavailable. Bedside pt monitors could not connect to the central monitoring station. The customer later reported that prior to the first call, the facility had lost power. The ups had switched over to battery power as expected, but reportedly did not switch back to ac power when the power came back on. They reported that as a result, the ups battery ran down, causing the network switches to lose power.